Event description:
On (B)(6) 2022, bayer medical care received information that a 54-year-old female patient who was undergoing a CT scan of the chest with contrast suffered an alleged air injection while connected to a medrad® stellant CT injection system. The customer reported that approximately 80 mls of alleged air was visualized in the patient's right ventricle, lung circulation, and hepatic veins. The patient suffered precordial oppression, laryngospasm, hypotension, sweating, and transient desaturation. The patient was immediately treated with flebocortid, subcutaneous adrenaline, oxygen therapy and volume expansion with physiological solution. Post procedure, the patient was evaluated in the hospital emergency room and found to be in good health.

Manufacturer narrative:
A system service check of the medrad® stellant CT injection system (sn (B)(4)) and additional applications training, is being scheduled with the customer site and will be completed in august 2022. The disposables used in the reported occurrence were discarded by the customer; however, lot numbers were provided; therefore, testing of retained samples will be completed. The following excerpts regarding air embolism and patient population are contained in the medrad® stellant CT injection system operation manual: expel all trapped air from the syringe(s), connectors, tubing, and catheter before connecting the system to the patient. Before connecting the tubing to the patient, visually inspect the syringe and tubing to confirm that all air is purged to minimize air embolization risks, ensure that one operator is designated the responsibility of filling the syringe(s). Do not change operators during the procedure. If an operator change must occur, ensure that the new operator verifies that the fluid path is purged of air. A follow up report will be submitted once the investigation is completed. This information does not constitute an admission that the device, the company, or its employees caused or contributed to a reportable event.

Manufacturer narrative:
A system service check of the medrad® stellant CT injection system (sn (B)(6) ) was completed by bayer service on august 24, 2022. The system was found to perform to specifications and has been in use daily since the reported incident. Additional applications training was also completed following the injector system checkout. The disposables used in the reported occurrence were discarded by the customer; however, lot numbers were provided as follows: medrad® stellant single-patient (spd 250), lot 8597513 and medrad® stellant multi-patient (sds mp1) 8600595. No visual or functional defects were identified on the retained samples. Functional testing concluded that the retained disposables performed to specification with no problems observed. The following excerpts are contained in the medrad® stellant CT injection system operation manual: · expel all trapped air from the syringe(s), connectors, tubing, and catheter before connecting the system to the patient. · before connecting the tubing to the patient, visually inspect the syringe and tubing to confirm that all air is purged. · to minimize air embolization risks, ensure that one operator is designated the responsibility of filling the syringe(s). Do not change operators during the procedure. If an operator change must occur, ensure that the new operator verifies that the fluid path is purged of air. This information does not constitute an admission that the device, the company, or its employees caused or contributed to a reportable event.